Manufacturer narrative:
Procedure was performed successfully and the device was discarded per hospital policy. There was no allegation of a product malfunction.

Event description:
A tif procedure was performed and the procedure was completed successfully. The device was discarded per hospital policy. The patient was discharged the next day with no issues. Three days later the patient was readmitted with chest pain, became febrile, developed epigastric pain and had slight alterations of her vitals. A gastrografin swallow, showed a leak at the distal/posterior part of the esophagus. The CT scan showed a small perforation of 2 mm diameter. The patient had a laparoscopic procedure, during which, the perforation was repaired and a small mediastinal abscess that started to develop, was successfully drained. Two days later a bilateral pleural effusion was diagnosed and a drain tube was placed and was effective. The patient fully recovered. The physician speculated the patient may have pulled a fastener loose due to strain or retching after initial discharge from the hospital.